Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Potential causes of the reported issue include patient non-compliance/touching or picking at the wound, implanting an expired product, and the patient having contraindicating conditions. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their leg was beginning to feel swollen and sore and believed the device may have migrated. On (B)(6) 2025, the patient was seen by the implanting clinician where an x-ray was taken. There was no suspicion of migration or infection and it was recommended to change the programs on the transmitter assembly. However, the patient wanted to wear the device for a while and declined changing the programs. On (B)(6) 2025, the commercial team member followed up with the patient. The patient reaffirmed they are still wearing the device and they will follow-up. No additional information is available at this time.